Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 460 mg/dl to 480 mg/dl and reservoir had air bubbles. The customer's blood glucose level was 460 mg/dl at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level and reservoir had air bubbles. The customer's blood glucose level was 460 mg/dl. The customer declined for the troubleshooting for high blood glucose level. The customer stated that the auto mode was inactive on the insulin pump during high blood glucose level event. The insulin pump will not be returned for the analysis.